Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump button was unresponsive. The customer's blood glucose level was 11 mmol/l at the time of the incident. The customer stated that the act button on the insulin pump was not working properly. It was reported that when the customer is filling the tubing and hold the act the process stops and they had to press on the act button a few time for it to load. The customer also reported that there is a crack starting from the screen to the battery compartment on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Device had cracked battery tube threads, cracked case at display window corners.